Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving a notification for low lead impedance. It was noted that the lead impedance have been chronically low since implant. The device was reprogrammed and will be monitored.